Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a maverick2 monorail balloon ruptured. The lesion being treated was located in the very tortuous, calcified and 99% stenotic left anterior descending artery (lad). The physician advanced the 1.5x15mm maverick2 balloon which ruptured as soon as the physician started to inflate it. The device was removed from the patient intact. The procedure was successfully completed with a different device. Patient status is listed as "good".